Manufacturer narrative:
Results of functional testing indicate a defective battery. The fse evaluated the product onsite, performing a battery calibration and operational check. The system was confirmed to be operational, resolving the customer's complaint. The device was not available for additional investigation. Based on the information available and the testing conducted, the cause of the reported problem was due to a battery requiring calibration. The reported problem was confirmed and resolved with a battery calibration and operation check. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer's device was confirmed to be operational after the battery was calibrated and an operation check was completed, resolving the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer is reporting the device displayed a red x in the corner. A battery calibration was performed and the subsequent operational check passed. Patient involvement is unknown at this time and clarification will be requested.